Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a three-fluted drill bit had no plastic cover and hospital personnel was cut on the finger. The event occurred during the sterile processing procedure while the device was being removed from the unsterile packaging to restock the tray. This is report 1 of 1 for (B)(4).